Manufacturer narrative:
No critical pump error alarm noted. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Pump error 24 not confirmed. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the pump back on. No unexpected pump error 23 alarms were noted. Moisture damage was found on the electronic assembly during visual inspection. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarms and multiple insulin pump error alarms. The customer's blood glucose value was 250 mg/dl at the time of the incident. It was reported that the screen of the insulin pump turned off. The customer was able to clear the insulin pump errors, power loss alarm and program the insulin pump. The customer reported one insulin pump error within the call and the other insulin pump error alarm after inserting the battery. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of high blood glucose event. The customer reported that they have a back-up plan available. It was reported that there was nothing to troubleshoot at this time, as the insulin pump was alarming insulin pump error alarms. The device will not be returned for analysis.